Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the positive test results were low-positives. Hologic product applications specialist (pas) reviewed logs and found no instrument, kinetics, or assay performance issues. The kinetics of the negative result did not meet the threshold for positivity, so pas concluded this was likely a low-target sample. Ts relayed this information to customer no further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sar-cov-2 tma run, 000942-20200730-29, using assay lot 276791 on panther instrument sn (B)(4) which had a discrepant sample. Customer accidentally tested the sample in triplicate; the first result was negative while the second and third results were positive.